Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery indicator light on the controller display was not functioning. It did not matter which battery was connected to the controller, the indicator would remain blank. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller revealed that the unit passed visual examination and functional testing. The battery gas gauge light emitting diode (led) indicator matched with the controller battery indicator. The results revealed that the controller was able to display all characters properly. Additionally, log file analysis did not reveal any anomalies. As a result, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.